Manufacturer narrative:
Remains implanted.

Event description:
The patient underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2014 with reported successful aneurysm exclusion. A review of the post-operative CT on (B)(6) 2014 shows the presence of a type ia endoleak due to the stent graft being positioned below the intended landing zone placing the sealing rings in a vessel diameter outside the treatment range for the device. As of the date of this report, there have been no additional sequelae reported and no planned re-intervention.